Event description:
The patient had oxytocin infusing at 8mu/min. A few hours later, the pump was found to be at 2mu/min and all staff report that they did not make any changes to the pump and the patient denied that she or her visitor changed the pump. The concern is that if nobody changed the pump setting that this was an equipment error or malfunction. The pump was removed from service and tagged for biomed.